Manufacturer narrative:
The driver was returned for evaluation. Visual examination confirms instrument disassembly. Visual and optical examination noted multiple witness marks, gouges, plastic deformation and cracks were identified at the tip of the instrument body; no fracture or breakage were identified. Dimensional inspection confirms conformance to print specifications.

Event description:
It was reported that the patient underwent a plf at l4/5 to implant posterior fixation. The tip of the shaft of the screw extender had come off when the extender was removed from a screw post. The tip was retrieved by using needle-nose pliers. The procedure was completed without any further incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.